Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 10/27/2017. Device returned to manufacturer? Yes. The emeraldc30 cartridge was returned for investigation. Visual inspection at 10x microscope magnification was performed. Lack of lubricant material was observed on the cartridge. The lens was observed on the loading zone area of the cartridge. One of the wings was observed cracked. No damage was observed to the cartridge tip. The condition of the returned product is consistent with a unit that has been previously handled and prepared for surgical use. The complaint issue (tip broken) was not verified. However, cartridge crack was verified on the returned sample. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. Initial reporter phone: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that on folding, the cartridge including the tip cracked. The cartridge was not used. There was no patient impact. No additional information was provided to abbott medical optics.